Event description:
It was reported that during a breast biopsy procedure, the cannula allegedly failed to fire. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. On visual evaluation, the device appeared to have blood residue throughout and device was returned half primed, leaving the sample notch exposed. On functional evaluation, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. During the last test the device self activated. On further evaluation, the drop test was performed and the device failed in the drop test as the top slide self-activated. Upon disassembly, it was observed the tangs did not appear to be damaged or deformed. Upon dimensional evaluation, the cannula outer tang width was not within the range but the stylet outer tang width was within the range. Therefore, the investigation for the identified self-activation is confirmed as the device failed in the drop test as the top slide self-activated. However, the investigation remains inconclusive for the reported failure to fire as the device self-activated during the functional testing. A definitive root cause for the alleged reported failure to fire and identified self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 05/2024.